Event description:
Sorin group (B)(4) received a report that several error codes were seen on the display of the compact hlm. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stocker compact system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device MFR - sorin group (B)(4). To resolve an FDA inspection observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The unit was returned to sorin group (B)(4) for eval. Testing of the device confirmed the reported issue and found that one of the circuit boards was defective. The root cause for the defect could not be determined. The board was replaced and no further problems have been reported. Sorin group (B)(4) stated that this is an isolated incident. No further action is deemed necessary.